Manufacturer narrative:
(B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted for a gastrojejunal bypass with stent placement procedure performed on (B)(6) 2020. According to the complainant, the handle was rotated as the device was luer locked to the scope. During the procedure, the stent partially deployed. The procedure was completed with a non-boston scientific stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Reportedly, the patient fully recovered. Note: according to the complainant, the axios stent was placed for a jejunum gastric bypass. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated for placement in the jejunum. According to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."